Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user did not see drops coming out of the tubing during fill tubing. Reportedly, the user attached a new tubing and did not see drops. The user changed the cartridge and saw drops of insulin. The user successfully completed the load process and resumed insulin delivery. There was no impact to the user's blood glucose level.